Manufacturer narrative:
Pt info, event date: unk. Expiration date: unk, no serial number reported. PMA/510k: this product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. Claim # (B)(4).

Event description:
On 2021/04/16 we received notification of an article published in hindawi, case report in ophthalmological medicine, entitled, 'a case of implantable collamer lens (icl) with reverse orientation for 10 years'. The study article reports a case of inverted icl that has undergone explantation and cataract surgery due to decreased visual acuity, anterior subcapsular cataract, and low icl vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.